Event description:
It was reported that the haptic was broken during implantation of the preloaded intraocular lens (iol). The lens was inserted into the patient's eye. The iol was removed in the same procedure, and a lens of the same diopter (from a different manufacturer) was implanted. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: september 3, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod advanced and with the lens module and cartridge disassembled from the handpiece. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip; the cartridge tip was damaged. The cartridge was also observed to be damaged. No issues were identified with the lens module. No resistance was observed during plunger rod advancement; however, the plunger rod was advancing upwards. The plunger rod tip was bent. No lens was received for evaluation. No further evaluation was performed. The complaint issue "haptic damaged" was not identified during product evaluation as no lens was received for evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.